Manufacturer narrative:
(B)(4). Batch # m92112. The device was returned with the I-blade lower tip on the wrong side of the jaw; the lower jaw channel was damaged. The device was connected to the generator and it was recognized. Because of the condition of the device not all functional testing could be performed with the generator. The jaw was unable to cycle open and close. It is possible that the unexpected noise heard could be when the jaw became damage. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that the doctor was performing a lower anterior resection on necrotic, irradiated tissue and the instrument was tried and the doctor heard a cracking noise from the instrument and the jaws wouldn't close afterward. A like instrument was used to complete the procedure with no consequence to the patient.